Manufacturer narrative:
Block b3: exact date unknown, event occurred on the explant date. Additional suspect medical device components involved in the event: product family: scs-adapters upn: m365sc9218150 model: sc-9218-15 serial: (B)(6). Batch:(B)(6).

Event description:
It was reported that the patients body was rejecting the implanted devices. The patient underwent a device explant procedure. The explanted ipg and lead adapters were discarded by the hospital.